Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported when the patient presses on his ipg he feels a shock. Diagnostic testing was performed and indicated multiple contacts are high and invalid. Patient was to contact his physician to possibly undergo surgical intervention to address this issue.